Event description:
Meter name: one touch basic enhanced, strip name: unknown, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: sweating. A patient reported they were seen by doctor. The pt's meter allegedly would only prompt not ok, and they were unable to test. The result on their meter was: unable to test. It is unknown if test was performed at dr's office or if a comparison was performed. Treatment was unknown. No further info has been reported.